Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned that a 25mm 3000 aortic valve was disabled after a duration of 11 years, nine months due to stenosis/high gradient. The patient presented with shortness of breath. The valve in valve was performed with a 26mm 9750tfx transcatheter and patient was stable at the end of the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that an unknown 25mm edwards aortic valve was disabled after an unknown duration due to stenosis/high gradient. The valve in valve was performed with a 26mm 9750tfx transcatheter valve without issue.